Event description:
The patient was injected in (B)(6) 2011, with radiesse dermal filler; 1.5cc in each cheek and 0.8cc split between the nl folds and marionette lines. About one month ago ((B)(6) 2012), the patient noticed a small, very hard, palpable tender area below the left orbit bone, center of eye; no discoloration. The patient went to an ent specialist, thinking she had a sinus infection; she was prescribed an antibiotic 1 week dose, which had not helped. Dr. (B)(6) is not sure if this is radiesse related. Dr. (B)(6) reported that she took the patient to a plastic surgeon on (B)(6) 2012. The surgeon first tried to aspirate the area, but could not get anything out. He then tried to break it up with a larger gauge needle and inject steroid directly into the nodule. Dr. (B)(6) said the area is still very painful to touch and that it has not changed. The patient continues taking antibiotics, without success.

Manufacturer narrative:
Expiration date: 02/01/2013. Device manufacture date: 02/2011. The radiesse device history records for 1025003 and 1024873 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. Due to the medical intervention performed on (B)(6) 2012, the complaint case was changed to a reportable event. Two medical director consults were set up by merz aesthetics for dr. (B)(6), one with dr. (B)(6) and another with dr. (B)(6). Dr. (B)(6) recommended injecting the area with steroid. Dr. (B)(6) is not comfortable with this treatment plan, since if it was bacterial infection, the injection may disperse the infection. Dr. (B)(6) spoke with dr. (B)(6) to review the differential diagnosis: foreign body granuloma and biofilm. Dr. (B)(6) was advised her to start the patient on biaxin and cipro while at the same time hydro-disrupting the nodule and then injecting it with equal parts of lidocaine, kenalog 10mg, and 5 fu (anti-metabolite).